Event description:
It was alleged that six cassettes leaked. Patient(s) are reported to be okay. The alleged failures occurred over a period of time but were not reported until (B)(4) 2012.

Manufacturer narrative:
Five of the six cassettes were discarded. Clear fluid in upstream and downstream tubing. All three cassette snaps have been engaged. The cassette was put onto a known good pump. The pump was set to 0.0 ml/hr basal; 5.0 ml bolus; 00:05 lockout time and 25ml bag volume. The spike luer was cut off and replaced with a male luer in order to infuse blue food coloring and distilled water into the tube set. The run/pause button was activated. After four rotations blue food coloring seeped out the top of the test pump. The pump was placed into pause and the cassette was removed. Once the cassette top was removed the c-flex tubing was visually examined. The leak was verified to be the bubble of the c-flex tubing. The bubble appeared to have been blown out or cut somehow. A determination of how the bubble had a hole could not be determined. This is an isolated incident. The review of the device history records does not indicate any abnormalities.